Manufacturer narrative:
This event occurred while an olympus representative (rep) was onsite installing the device. Following the no sdi output issue, the rep call olympus technical assistance center (tac) personnel and attempted some trouble-shooting options. They tried using multiple different monitors and cables, but all were unsuccessful. Tac then recommended double-checking that the correct inputs were selected on the monitor, and they were. Finally, tac suggested that beth obtain a known working video system and test against the monitors to ensure those were not the issue. However, no other equipment was available. Following the unsuccessful trouble-shooting, it was requested that the cv-170 unit be returned for further evaluation and possible repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus representative reported that while installing a video system center at a facility, the sdi ports were not functioning properly, resulting in no image displayed. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an evaluation was performed by olympus personnel. During the evaluation, a hairline crack was found in the front panel. No sdi output signals were found due to a faulty printed circuit board. Additionally, an e337 error was present, and the fan as well as the spacer were found damaged. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, as well as the device evaluation, it was determined that the reported failure was caused by a printed circuit board failure. Olympus will continue to monitor the field performance of this device.